Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. Aneurysm morphology was not reported. The vessel morphology was reported as the aortic neck was tortuous and access vessels were mildly tortuous. It was reported that while rotating the back end wheel to deploy the supra renal stents, the tapered tip was caught in the anchoring pins. When the physician began to remove the delivery system, the delivery system was attached to a supra renal strut. This locked the delivery system into place and would not allow any movement of the delivery system without moving the stent graft. Ballooning was attempted from the contralateral side but was unsuccessful. The patient was converted to an open procedure and the delivery system and graft were cut in half to remove. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation code, results: inherent risk of procedure (removal difficulty, conversion to surgical repair) patient's condition affected effectiveness of device (tortuous aortic neck) evaluation codes, conclusion: device failure/lack of effectiveness related to patient condition (tortuous aortic neck).